Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient experienced electrocardiogram st segment elevation and air embolism. It was reported that during the mapping phase of the procedure, the patient's blood pressure dropped and there was st elevation on the 12 lead ECG displayed on the carto 3 system. The medical team reported that the only bwi products inside of the patient when the symptoms occurred were the octaray catheter and the vizigo sheath. The caller reported that the injury was unconfirmed. When the physician checked fluoro and checked echo, no injuries were discovered. Based on the patient's symptoms, the physician believed that the injury was an air bubble that got into the heart. The physician believed that the air bubble came from taking an act with the vizigo sheath. They reported that there was nothing noted defective about the product. The mda treated the patient's blood pressure but that it was unknown if any other medical intervention was provided. The patient stabilized and that the procedure was able to be completed. The patient was reported to be in stable condition. The patient hasn¿t exhibited any neurological symptoms since the procedure was completed. Versa cross wire was in vizigo sheath but was not buzzed with rf to cross, product information is not available due to products being thrown out mid-case. Physician¿s opinion on the cause of this adverse event was that vizigo trapped air and physician did not notice it. Supportive treatment was provided by mda. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event as patient was planned to go home same day, patient was kept 1 night instead. Relevant tests/laboratory data- EKG was conducted, nothing further. Additional information- the sheath was thrown out mid case. After searching through multiple trash bags the packaging was not found. Information is lost. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Air flow into side port is MDR-reportable.